Event description:
It was reported that the pump's occlusion alarm sound was not annunciating. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.